Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the battery did not hold a charge on the codemaster xl. Further information obtained indicates the codemaster xl turns on but even if it is connected to the network, it does not have any light that indicates presence on network. There was no pt involvement.